Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. It was also reported that the customer experienced an elevated blood glucose (bg) level of 500-high mg/dl. Cause was not known. A supply change and a correction injection via manual dose injection was taken to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.